Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced partial mesh removal, adhesions, pain, bowel resection; revision, fistula caused by remaining mesh. Mesh removed, and fistula taken down, abdominal wall debridement. Death from probable pulmonary embolus and post incisional hernia repair per dc. After the original procedure, additional potentially related procedures were performed, including revision, removal.

Manufacturer narrative:
Additional information: a2, b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient codes, device codes, eval codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced abscess, necrotic tissue, adhesions, pain, fistula caused by remaining mesh, and death. Post-operative patient treatment included partial mesh removal, mesh removed, fistula taken down, bowel resection, revision, surgery, abdominal wall debridement. Information received indicates the patient is now deceased, due to probable pulmonary embolus and post incisional hernia repair per dc.

Manufacturer narrative:
H6 (patient codes, ime e2402: labs abnormal wbc, hyponatremia, metabolic acidosis, malnutrition). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced abscess, necrotic tissue, adhesions, pain, fistula caused by remaining mesh, fluid collection, seroma, labs abnormal wbc; potassium, staph, yeast infection, abdominal pain, nausea, vomiting, wound dehiscence, yellowish brownish drainage, fever, hypoxic, exacerbation of copd, acute chronic respiratory failure, sepsis, low blood pressure, tenderness, fungemia, hyponatremia, hypovolemia, metabolic acidosis, malnutrition, & death. Post-operative patient treatment included partial mesh removal, mesh removed, fistula taken down, bowel resection, revision, surgery, abdominal wall debridement, CT scan, IV fluids, pain, medication, antibiotics, ng tube, abdominal washout, lysis of adhesions, mobilization of splenic flexure, sigmoid/rectal resection, hospitalization, use of hickman catheter, IV antibiotics, tpn, admitted to long term acute care facility, use of colostomy, & wound care. Information received indicates the patient is now deceased, due to probable pulmonary embolus from post incisional hernia repair per dc.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced abscess, necrotic tissue, adhesions, pain, fistula caused by remaining mesh, fluid collection, seroma, labs abnormal wbc; potassium, staph, yeast infection, abdominal pain, nausea, vomiting, wound dehiscence, yellowish brownish drainage, fever, hypoxic, exacerbation of copd, acute chronic respiratory failure, sepsis, low blood pressure, tenderness, fungemia, hyponatremia, hypovolemia, metabolic acidosis, malnutrition, bowel complications, & death. Post-operative patient treatment included partial mesh removal, mesh removed, fistula taken down, bowel resection, revision surgery, abdominal wall debridement, CT scan, IV fluids, pain, medication, antibiotics, ng tube, abdominal washout, lysis of adhesions, mobilization of splenic flexure, sigmoid/rectal resection, hospitalization, use of hickman catheter, IV antibiotics, tpn, admitted to long term acute care facility, use of colostomy, <(>&<)> wound care. Information received indicates the patient is now deceased, due to probable pulmonary embolus from post incisional hernia repair per dc

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.